Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l3-5. The patient had a spondy of l3 slipped on l4. While attempting to reduce the slip using reduction extenders, the surgeon could not get the set screw to engage the pedicle screw at l3 on the left side. A 6 different set screws were used without success. The extender was removed and the set screw was placed via mini-open incision. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The device was returned for evaluation: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is returned on the set screws and is consistent with set screw misalignment of the mas head and set screw threads during construct assembly. A review of the device history records did not identify any applicable nonconformance to specification.